Manufacturer narrative:
Additional data: per device evaluated by manufacturer - evaluation of a representative sample of the related medical device is summarized.

Event description:
08/28/15 - the consumer /end user reported that the bandages tore the skin off when the bandage was being removed.

Manufacturer narrative:
Aso received a sample of the device from the consumer on 9/18/2015. Aso lab tested returned samples for adhesion properties on 10/01/2015. Lab results were satisfactory with no defects found.

Event description:
Aso received a sample of the device from the consumer on 9/18/2015. Aso lab tested returned samples from consumer for adhesion properties on 10/01/2015. Results of test are satisfactory with no defects found with the returned samples.